Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she received a battery out limit alarm on the insulin pump which stopped responding completely. Her most recent blood glucose was 405 mg/dl, for which she treated with manual injections. Nothing further was reported.